Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report under conclusion code(s).

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately ten months after device system implanted. The cause of death has been requested and is not available. Additional information received from the clinic reported the patient had been referred to hospice approximately three months prior to date of death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Concomitant products.: aexch262640 stent graft; aexch262640 stent graft; iexch141455 stent graft, implanted: (B)(6) 2010. Yrbrx2414135 stent graft; yrirx14115 stent graft, implanted: (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. No issue identified that required full analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.